Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a elective replacement indicator (eri) with a monitoring voltage of 2.55 volts and a charge time of 18.2 seconds. The patient is scheduled to undergo a device change out procedure sometime in the future. There were no adverse patient effects reported. The device remains in service.

Event description:
Subsequent information indicates that the patient was seen for device changeout procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.